Manufacturer narrative:
No report of patient involvement. The date of manufacture was not available at the time of filing. A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The vent engine board was replaced, and the unit was returned to service.

Event description:
The hospital reported the unit lost the ability to mechanically ventilate. There was no report of patient involvement.